Event description:
The pump helium leak alarms registered after the iab was inserted. The iab was removed and replaced without any pt complications.

Manufacturer narrative:
MFR control no. Di97-030. The sample has been returned for evaluation. Co analysis indicates that there is a leak at the catheter/bushing interface. The probable cause for this leakage appears to be a lack of adhesive between the bushing and catheter.